Manufacturer narrative:
H3, h6) software data was received for analysis. In summary, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The logs captured a single session on the date of the issue, which revealed that the user transferred two patients on the date of the issue. Additionally, the logs recorded over three registrations for both patients within the acceptable error metric of less than 5 millimeters (mm). The logs did not capture any plan creation and no further information related to the mentioned behavior was recorded. No plan or registration data was recorded by the archives. The logs and archives did not provide the cause of the reported inaccuracy. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the registration went fine, 2.0 accuracy and verified known anatomical landmarks. The site reported moving to navigation and the majority of the procedure the navigation was accurate but when the surgeon went in to check the sinus close to the end of surgery, the application was displaying it was on the neck. The site went into the registration that was performed initially and it was not displaying it was on the neck. The site continued with the case, as navigation was no longer needed. There was no reported delay and no reported impact to patient outcome.